Event description:
During the procedure, it was noted that the 8th coil (cpl100404-30/g12234) could not detached using a reused (re-sterilized) cable (ecb000182-00/lot unknown) although pressing the detachment button for several times. Firstly, the cable was replaced for a new one (ecb000182-00/lot unknown), but the system ready light was not illuminated. Then, replaced the deltaplush for a new unspecified coil, and was able to detach it using the new cable without any problem. Afterwards, the procedure was successfully completed without any further issues. Seven coils were successfully placed using the same cable before the complaint product, and the same detachment box was used with the next device. The complaint product was safely removed from the patient and there was no patient injury/complications reported. The product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the device by visual inspection. Pre-deployment electrical check was performed and no issues were noted. The dcb ((B)(4)) was used with the next product. There was no stretching or unintended detachment observed in the aneurysm or in the microcatheter. The procedure was coil embolization of unspecified intracranial artery aneurysm. The characteristic of the artery/aneurysm was not provided. No patient information was provided. The microcatheter used with the device was an excelsior sl10 (stryker). After the event, it was unknown if any other damages were noted, but the coil remained attached to the delivery system. The complaint products are going to be returned for evaluation. No additional information was available.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During the procedure, it was noted that the 8th coil (cpl100404-30/g12234) could not detached using a reused (re-sterilized) cable (ecb000182-00/lot unknown) although pressing the detachment button for several times. Firstly, the cable was replaced for a new one (ecb000182-00/lot unknown), but the system ready light was not illuminated. Then, replaced the deltaplush for a new unspecified coil, and was able to detach it using the new cable without any problem. Afterwards, the procedure was successfully completed without any further issues with same dcb (dcb000005-00). Seven coils were successfully placed using the same cable before the complaint product, and the same detachment box was used with the next device. The complaint product was safely removed from the patient and there was no patient injury/complications reported. The product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the device by visual inspection. Pre-deployment electrical check was performed and no issues were noted. The dcb (dcb000005-00) was used with the next product. There was no stretching or unintended detachment observed in the aneurysm or in the microcatheter. The procedure was coil embolization of unspecified intracranial artery aneurysm. The characteristic of the artery/aneurysm was not provided. No patient information was provided. The microcatheter used with the device was an excelsior sl10 (stryker). After the event, it was unknown if any other damages were noted, but the coil remained attached to the delivery system. The complaint products are going to be returned for evaluation. No additional information was available. The device positioning unit (dpu) failed electrical testing. The most likely root cause of the coils failure to detach during the procedure was due to a fracture of the solder joint connection inside the resistive heating coil. The circumstances of how and where this damage occurred cannot be determined. The remote connecting cable passed electrical and functional testing (pi1-ghkruh) and most likely did not contribute to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the analysis, the cause of the coil failure to detach was caused by the fracture of the solder joint connection inside the resistive heating coil on the delivery system, and the system did no passed electrical testing. The circumstances of how and where this damage occurred cannot be determined. The root cause of the reported events cannot be determined, but there is no indication of any device manufacturing issues related to the event. Therefore, no corrective action will be taking.